Event description:
It was reported that a device experienced a "door not fully latched" message. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The unit was received inoperable due to the reported symptom of "door not fully latched" alarm caused by a failed lower link switch. The failed lower auxiliary assembly will be replaced.